Event description:
The vad coordinator reported that the pt had a pump explant due to adequate cardiovascular recovery. The pt reportedly had a driveline and pump pocket infection.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.